Manufacturer narrative:
The insulin pump was received with missing reservoir retainer, cracked case at corner of the belt clip rails, minor scratched lcd window and cracked select button keypad overlay. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of damage from the insulin pump. The customer's blood glucose reading was 12 mmol/l. The customer reported that some plastic was broken away around the top of the battery compartment. The insulin pump was returned for analysis.